Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: product ID: 4398, lead, implanted: (B)(6) 2013. Product ID: a 5076 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert, with an illegal address power on reset (por) recorded on (B)(6) 2014.